Event description:
It was reported that the patient felt slight unsteadiness while showering. The implantable pulse generator (ipg) was not able to be interrogated and a magnet rate was not able to be obtained with magnet application. It was noted that the patient had missed appointments and the last device interrogation was 22 months ago. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).